Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative has been dispatched for initial evaluation and repair of the suspect device. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen is blank. The customer reported the ventilator is inoperable. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The customer reported the field service repair call has been cancelled. Due to the call being canceled, no further evaluation can be completed at this time.